Event description:
It was reported that in the paper: "adis insight 2021. Drug safety : adr case report: calcium-alginate [algisite] and paraffin [jelonet] (ref. No. 803540542)" an infection occurred while using iodosorb. It is unknown how was the condition treated.

Manufacturer narrative:
The device used in treatment was not returned for evaluation, all provided information has been reviewed and we have not been able to establish a relationship between the reported event or determine a root cause. Probable causes include application, removal, time left on patient, trauma, materials used within the dressing. The IFU has been reviewed and contains comprehensive instructions on the safe operation and use of the device. The associated risk files contain details relating to harm. However, the clinical review has not established a causal link. Additional rmr is not required. No batch/lot number has been provided, therefore a review of the device history has not been possible. The complaint history file contains further instances. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.